Event description:
It was reported that there was a sensor not active message; during sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sensor not active message; during sensor session. Data was provided for investigation. Product was also provided for investigation. Confirmation of the allegation was confirmed via product and data. The probable cause could not be determined. No injury or medical intervention was reported.